Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No battery out limit noted. Insulin pump received with normal operating currents. The battery alarm functioning properly. Insulin pump had intermittent button response due to corroded up and down button on keypad traces. Insulin pump had broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 155mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.